Manufacturer narrative:
It was reported that during total hip replacement surgery, it was noticed that two (2) trial femoral head 40 s/+0 were broken. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue. The complaint devices were not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 3 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the devices be received.

Manufacturer narrative:
H3, h6: it was reported that during total hip replacement surgery, it was noticed that two (2) trial femoral head 40 s/+0 were broken. No injury was reported as a consequence of this issue. Only one of the two complaint devices returned. A visual inspection was performed on the complaint device that did returned, but did not returned whole. There is a fracture at on of the inner flaps and that flap is missing. Furthermore, there are signs of wear such as scratches and dents. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and three additional similar complaints for the same product number over the past 12 months with similar failure mode. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during thr surgery, it was noticed that two (2) trial femoral head 40 s/+0 were broken. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.